Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the plate, part and lot number unknown. It is possible this part number of this plate is 422.259, this has not been confirmed. It was reported that the patient suffered a closed, distal femoral c2 fracture five years ago. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
2- x-rays dated (B)(6) 2009. 1- x-ray dated (B)(6) 2009. 2- x-ray dated (B)(6) 2011. 1- x-ray dated (B)(6) 2012. 2- x-rays dated (B)(6) 2012. 1-x-ray dated 1(B)(6) 2014. CT scan taken (B)(6) 2014.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a scheduled implant removal for hardware implanted two years prior to this report date the surgeon identified two out of three dynamic locking screws (dls) were broken. A broken plate was also present in an x-ray view submitted with this event which reportedly may have been the reason for this revision. The hardware implanted two years ago was due to healing failure of original hardware implanted five years prior to the revision for a distal femoral c2 fracture. It is unknown if the original hardware was synthes product as the surgery was performed at a different facility. The revision surgery included a cancellous bone graft supplemented with dbx (a bone graft substitute) inserted at the level of the distal shaft component, and the proximal screws in the shaft section were removed and replaced with three dls screws, which were inserted in the topmost three plate holes at the upper end of the plate. Reportedly after removal of the plate during the removal of the broken devices the surgeon removed one of two with no difficulty using the extraction screw tool. During the secondary removal the surgeon had to over-drill one side of the cortical bone in the traditional way and use the sleeve with integrated left-hand thread (placed over the screws to easily remove the screw. There was a reported delay of minutes, however the amount of time is unknown. An image reading of the x-rays was conducted by a medical director from this manufacturer which reported: I reviewed the complaint description, letter of surgeon, and enclosed images. I can¿t confirm the screw breakage. According to the complaint, the screw breakage was identified during a surgery in 2014. I saw plate breakage in the image file named ¿x-ray taken 5months after accident.¿ note: one of the x-rays was sent for review without the date included, according the original x-ray data submitted by the surgeon the plate breakage confirmed by the image reading was the x-ray dated 10/20/2014 titled ¿x-ray taken 5months after accident.¿ this report is for the broken plate. This is report 4 of 4 for (B)(4).